Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that their nurses had mentioned another patient whose pump moved and knotted up, but they had no further info on this patient or when it occurred. The date of the event was unknown / not specified. No patient symptom was reported. No further patient complications have been reported as a result of this event.